Event description:
Reporter alleged blood glucose measured 361 mg/dl back to back with a result of 150 mg/dl when testing was performed 10 minutes apart. Customer stated dosing an extra 8 units of insulin as a result of the original reading; however, no adverse effects followed. No other actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.